Event description:
During tubing and patient assessment the rn noted the IV line was leaking at the in-line 0.2 micron filter. The inline filter is located proximal to the IV line's pump cassette mechanism. The line and tpn solution was exchanged out to prevent potential hai to patient. IV set and med sent to biomedical for reporting and logging. This issue of leaking filters is an on-going issue in our nicu for over 18 months. Our nicu have reported over 48 events of leaking 0.2 pall filters on these primary sets of various lot numbers. The mfg is currently trying to determine the root cause of these fluid leaks when dispensing tpn based infusions. Manufacturer response for primary IV set with 0.2 micron filter, primary plum set (per site reporter). The issue of leaking filter when used with tpn has been a reported issue two years ago. ICU medical has yet to determine or resolve issue with consistent leaking tpn filters.